Manufacturer narrative:
Sample valuation summary: one opened handpiece was received for the report of serrated plungers, resulting in multiple patient complications. The sample was visually inspected and found to be conforming. A functional thread engagement and plunger movement test was then performed and found to be conforming. Finally, a dimensional plunger height inspection was performed and found to be conforming. Surface roughness was then performed on the mouth of the plunger and on the 3-8mm section of the plunger. Both surface roughness measurements were found to be conforming. Photos of the product are attached to the parent file and have been reviewed by the investigation site. The surface finish of the plunger appears to not be smooth (serrated) confirming the reported issue. The provided photos indicate the plunger has serrations, however, the returned sample was found to be conforming for all visual and dimensional inspections, as well as functional tests associated with the reported event. Therefore a serrated plunger as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation due to the serrated plunger has resulted in multiple patient complications that resulted in anterior vitrectomy and causing tear in the capsular bag. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).